Event description:
10mm endoscopic pouch - entered into patient to remove specimen and the bag would not deploy or open.what was the original intended procedure?laparoscopic left salpingo-oophorectomy.device #1is this a laboratory device or laboratory test?no.